Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant medical devices: 310f27 tissue valve, implanted: (B)(6) 2003.

Event description:
It was reported that the clinic must be informed that although the remote transmission was received, it was unable to be processed in the remote monitoring website because the cardiac resynchronization therapy pacemaker (crt-p) had implant detect set to "on". The patient would need to come in for a device check and to turn implant detect to "off" with a programmer in order to permit future transmissions (txs) from the device to be processed by the website. Technical support (ts) spoke with a clinic representative and the need for implant detect to be turned "off". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.